Event description:
It was reported at the 3 month follow-up appointment that unnacceptable thresholds, sensing difficulty, and non-capture was observed. The full rv lead was explanted following helix retraction issues. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: lfj096262v defib conductor fractured; full lead returned for analysis. The reported events with sensing, thresholds, and capture are in the low voltage circuit of the lead, and the fracture was in the high voltage circuit. No anomalies were found with the low voltage circuit.